Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report #: 1627487-2016-02768. It was reported one of the patient's leads exposed. As a result, the doctor opened the lead incision and sutured the lead lower. There was no sign of infection but the patient was given oral antibiotics as a precautionary step.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-02768. Follow-up revealed the lead incision opened up again and the leads were eroding through the skin. As a result, the leads were explanted on 6/17/2016. The wound has healed since the surgery.